Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. Due to this, the device mode switched and delivered inappropriate shocks to the patient. It was decided to explant and replace the device. This device is expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. Due to this, the device mode switched and delivered inappropriate shocks to the patient. It was decided to explant and replace the device. This device is expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The data was corrected and the device was then confirmed to be in primary operation. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Despite analysis, the root cause for the memory issue could not be confirmed.